Event description:
It ws reported that a pump was alarming for a system error 105. The event occurred after the first clinical use. Any pt involvement, injury or medical intervention is unk.

Manufacturer narrative:
MFR ref #(B)(4). Baxter received and evaluated the device. The device was received inoperable confirming the reported symptom system error 105. The error was caused by a failed motor. As a result, the motor assembly will be replaced.